Event description:
The customer reported that the sys did not xray and displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep change the dsad and tested the fluoro. No pt injury was reported.